Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2009 (B)(6); 5071 implantable pacing lead - 2005 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead may be replaced during a pacemaker change in approximately five months. The lv remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.